Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: was there any adverse consequence associated with the patient? Note: event reported in 2210968-2022-04779.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used for wound closure. During the procedure, the suture broke. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/20/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for appearance and tensile strength and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. No conclusion could be reached as to what caused the reported complaint. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.